Event description:
During the atrial fibrillation (pfa) procedure, output issues with the dws resulted in a procedural delay. After power-on, a password entry screen with an unusual key icon appeared. No matter what was entered, the screen returned, and the process could not proceed. Restarting did not resolve the issue. No usb devices were connected, and the same screen appeared even when booting in this state. Furthermore, the same screen appeared and the process could not proceed even when the keyboard and mouse were disconnected and only one display was connected. Five restarts were performed, but no improvement was observed. The procedure was completed using non-abbott (carto) and there were no adverse consequences to the patient.